Manufacturer narrative:
The event is not a death or life-threatening situation. There was no serious injury or device malfunction of any kind reported. However, the malpositioned implant did not perform as intended and had led to an implant removal and replacement re-intervention. For the purpose of full compliance with 21 cfr 803, this case is reported out of abundance of caution. Not device defect related.

Event description:
A surgeon performed a cervical fusion for a patient and later discovered through post-operation x-ray images that a cage was malpositioned into the soft tissue area instead of the intervertebral joint as intended. The surgeon decided to perform a post-operation revision to remove and replace the malpositioned cage. There was no death or serious injury of any kind reported before or after the revision surgery. There was also no device malfunction reported in this case.